Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was doing really well after implant and then suddenly their symptoms returned to baseline. The patient was feeling sensation normally and wasn¿t on cycling and amplitude was "normal". All impedances were in range. Therapy impedances were around 600-1000 ohms. There was no known activity or event that prompted the issue. The patient was seen (B)(6) 2018 for a normal post-op appointment and capacity was at 79%. The patient was seen again on (B)(6) 2018 and the battery capacity had decreased to 29-51% on all programs. The hcp was concerned about the dramatic decrease in capacity. The patient had been on configuration 3 (2- 0+ 210 pw, 14 rate, 0.7 v) so they turned up the amplitude and reprogrammed the patient with no resolution. The patient was seen (B)(6) 2018 and had been on configuration 1 for the previous 4 weeks and the symptoms still weren't any better and the patient wasn¿t doing as well as before. The battery capacity at the (B)(6) 2018 appointment was 29-51%. The hcp indicated the patient didn¿t report any instances of the ins being off. The patient felt sensation consistently in the vaginal area and nowhere else (down legs, etc.). The patient was programmed on (B)(6) 2018 as well. The hcp indicated the impedances had been normal at each appointment and the ins had always been on when the patient came in for the appointment. The event date was noted to be around (B)(6) 2017 to (B)(6) 2018. No further complications were reported.